Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the grey covering over the jaws chipped and fell into the patient's leg. Staff retrieved the piece using the c-ring. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw coating was chipped and detached from the cold jaw. The reported complaint is confirmed. The detached portion of the cold jaw boot was returned by institution. Upon reassembly of jaw boot, it did not form a complete assembly. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.